Manufacturer narrative:
Crosstex received a report through a distributor, (B)(6), that one of their customer's employees experienced rashes after wearing ultra fluid resistant masks. It was reported that four assistants in the dental office experienced a rash where the mask was sitting on their faces. Crosstex ra followed up with the facility and it was reported that two of the four dental assistants sought medical attention from a dermatologist and they were prescribed topical antibiotics. The other two dental assistants did not seek medical attention, but stopped wearing the masks and their rashes cleared. It was reported that the dental assistants are currently fine since they stopped wearing the masks. The facility reported that the two dental assistants who sought medical attention do not have pre-existing allergies. This complaint will continue to be monitored in the crosstex complaint handling system.

Event description:
Crosstex received a report through a distributor, (B)(6), that one of their customer's employees experienced rashes after wearing ultra fluid resistant masks.